Event description:
It was previously reported that boston scientific technical services (ts) was contacted to evaluate the longevity of this subcutaneous implantable defibrillator (s-ICD) device. Ts concluded the device battery was depleting normally. However, recently, the s-ICD longevity had decreased from 40% to 14% remaining. The physician suspected the battery to be depleting prematurely. The s-ICD device is expected to be returned for analysis, but has not yet been received. The patient was stable with no additional adverse effects.

Event description:
It was previously reported that boston scientific technical services (ts) was contacted to evaluate the longevity of this subcutaneous implantable defibrillator (s-ICD) device. Ts concluded the device battery was depleting normally. However, recently, the s-ICD longevity had decreased from 40% to 14% remaining and the physician suspected the battery to be depleting prematurely despite previous analysis. The device was subsequently explanted and replaced to resolve the event. The s-ICD device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.